Event description:
Boston scientific crm received information that this health care professional reported that three months ago, this device battery showed one year remaining with a magnet rate of 100bpm. During a home monitoring check, the magnet rate was down to 85bpm. Technical services discussed they may want to check the teletransphonic monitoring again to verify it was an actual magnet rate or bring the patient in to verify if the device is at elective replacement time (ert) and when that occurred. Technical services discussed patient's risks if this device is exhibiting any battery depletion anomalies.

Manufacturer narrative:
There is no additional information available at this time. Should further information become available, this event would be updated as necessary.